Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 435 mg/dl. Customer treated with manual injection. The customer also reported that insulin pump had unexpected restart a cold reset was performed. Customer was unable to complete rewind the insulin pump. Customer also can not confirm that if insulin was delivered. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart error noted.